Event description:
During shift check, the customer reported the autopulse platform sn (B)(6) is displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). They replaced the lifeband, installed a new autopulse li-ion battery, checked the shaft alignment, and tried to test the platform with a dummy, but the (ua) 07 was not clearable. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) is displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to a failed single point load cell #2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in 2008 and is over 15 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed several (ua) 07 error messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).